Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the event was conducted by an isi medical officer and the following additional information was provided: a "patient underwent an ion lung biopsy of a lung nodule in the left upper lobe on (B)(6) 2025. Biopsies were obtained and the procedure was completed without issue. The biopsy confirmed a non-small cell lung cancer/adenocarcinoma. During extubation and associated with a valsalva maneuver transient st-elevations lasting for about 30 seconds was noted. This prompted left heart catheterization revealing obstructive coronary artery disease with 80% obstruction of the right coronary artery for which pci/stent was performed. The event was deemed resolved by (B)(6) 2025. Based on the available data the event was probably procedure related associated with general anesthesia in the setting of undiagnosed pre-existing coronary artery disease. There is no compelling evidence the event was device related. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%) and 1 myocardial infarction (0.004%). A more recent prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no associated events of myocardial infarction. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. Active myocardial ischemia is a contraindication to bronchoscopy per british thoracic society guidelines which this patient did not have." A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. Additional patient demographic information: body mass index (bmi) 33.8kg/m2.

Event description:
It was reported that a clinical study patient (ion registry) experienced a non-st-segment elevation myocardial infarction (nstemi) after an ion endoluminal lung biopsy procedure. The target lesion was located in the left upper lobe, lb1/2/apicoposterior, outer 1/3 measured of 8x8x8mm; was semisolid in density and spiculated of appearance and was biopsied using the ion system together with a 1.1mm cryoprobe (third-party device). The patient had a history of mild systemic cardiac disease and was a 39-pack year smoker (stopped 1 month before procedure). The procedure was completed as planned, with no report of any malfunction of the ion system, instruments or accessories. It was reported that after completion of the ion procedure (the ion catheter had been removed and during extubation) the patient experienced a valsalva maneuver and transient st-segment elevations lasting approximately 30 seconds. Subsequent diagnostic work-up, including coronary angiography, confirmed a non-st-segment elevation myocardial infarction (nstemi) due to single-vessel disease - 80% stenosis of the right coronary artery (rca). The treating team discussed whether another hospitalization should be planned for the percutaneous coronary intervention (pci) because the patient was asymptomatic - patient preference for a pci with stent placement was performed after 24 hours. The event was deemed resolved 2 days later with sequela - the patient's hospitalization was prolonged due to this event. The principal study investigator assessed the event as not related to the ion system, but probably related to the ion procedure and the patient's underlying disease. It was reported that the nstemi was most likely overt coronary heart disease. Pathology results were positive for malignancy (adenocarcinoma - t1an0m0). The investigator considers the event (myocardial infarction) as non-serious and ctcae grade iii. The following assessment was provided regarding the event: there was a probable relationship to the procedure and causal relationship to the patient's underlying disease status, however it was not related to the ion system or third-party tools.